Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
1. Lcb damage seriouly 2. Lack of down angulation 3. The brace of light guide cable is wrinked, 4. Dents and abrasion on the objective lens the time of event is unknown. There was no report of patient harm.

Manufacturer narrative:
Correction information g6: follow up #1; h2:if follow-up, what type?; h3:device evaluated by manufacture; h6: coding changed based on the investigation result. Additional information: h4:device manufacture date; d8:. Was this device serviced by a third party? Evaluation summary: the scope was repaired by the third party and returned to the hospital. Improper use habits of user and improper daily maintenance caused the defect.